Event description:
Reporter reports that there was leakage around the twist clamp during connecting with a homechoice set. The set was in use for 120 days. There was no pt injury or medical intervention associated with this incident.